Manufacturer narrative:
The philips field service engineer was advised that the nurse tried to remove the monitor from the power and was shocked. During the on-site visit the fse checked the monitor and found the monitor was connected to the non-approved external power extension. The fse disconnected the monitor from the extension and connect it to the wall plug. The customer was advised to connect the power to the wall plug. The fse also stated that a power cable would be ordered to make sure power cable is not affected after this incident. It is not clear if the device was in clinical use at the time of the event. It is also unclear what is meant by "connected to the non-approved external power extension". Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported while unplugging the monitor, the user felt an electric shock. It was determined the monitor was not connected to an approved external power extension. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
It was confirmed that the device was not in clinical use at the time of the event. The philips field service engineer was advised that the nurse tried to remove the monitor from the power source and was shocked. During the on-site visit the fse checked the monitor and found the monitor was connected to an unapproved extension cord. The fse disconnected the monitor from the extension cord and connect it to the wall plug. The customer was advised to use the approved power cord at the wall inside the room and do not connect to an extension cord. The fse also stated that a power cable would be ordered to make sure power cable is not affected after this incident.

Event description:
It was reported while unplugging the monitor, the user felt an electric shock. It was determined the monitor was not connected to an approved external power extension cord. It was indicated the nurse's skin was slightly reddened, but no medical intervention was required. The nurse left for the day as normal. Based on this information, the event was not life-threatening, there was no permanent impairment/damage, and no medical intervention was required to preclude permanent impairment/damage. The device was not in use on a patient at time of event.